Event description:
The patient reports his ipg is unable to communicate with the external devices. A replacement charging system was sent to the patient which did not resolve the issue. The patient last recharged (B)(6) 2014. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the ipg which resolved the issue.

Manufacturer narrative:
(B)(4). Recall: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.